Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he was no longer able to hear with the implant. Beginning two months ago, he started experiencing intermittencies in sound plus noise and then the device suddenly stopped working. There is no report of any accident/ trauma or pain at the implant site. Re-implantation has been decided but no date has been set yet.

Event description:
The user reported that he was no longer able to hear with the implant. Beginning two months ago he started experiencing intermittencies in sound plus noise and then the device suddenly stopped working. There is no report of any accident/ trauma or pain at the implant site. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.